Event description:
Per the clinic, the patient experienced skin overgrowth requiring a skin revision which was performed on (B)(6) 2021. Further information is being sought from the clinic.

Manufacturer narrative:
This report is submitted on dec 21, 2021.